Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during atrial septal defect (asd) closure procedure, the catheter was being used to check the size of the defect; however, the ultrasound system did not recognize the catheter. The user checked the swiftlink and software settings but the recognition error still remained. The ultrasound system was turned off and turned back on but the recognition problem continued. The asd was reportedly completed without the use of catheter. There was no patient adverse event reported. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.